Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. No further information has been received from the hospital to date.

Event description:
In routine follow-up the surgeon had to emergently thrombectomize the right limb of the existing graft and iliac artery due to stenosis within the graft. The graft was ballooned out to 8mm and stented. The patient is progressing well.